Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient had an atlis sling implanted on (B)(6) 2014 due to hypertonicity of the bladder with interstim site pain, and sui. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was also reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with cystoscopy; due to persistent sui after removal of the transobturator mesh sling. The patient underwent another explant of mesh sling on (B)(6) 2013 due to dyspareunia and voiding dysfunction. The patient underwent a surgical procedure on (B)(6) 2013 and mesh was implanted due to recurrent sui. The patient underwent mesh revision and transvaginal urethrolysis on (B)(6) 2013 due to urinary retention and status post mesh sling. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent cystoscopy and injection of macroplastique on (B)(6) 2013 due to sui status post urethrolysis of sling. It was reported that patient underwent mesh revision and full interstim implantation on (B)(6) 2013 due to urinary retention and sui. It was reported that patient underwent explant of interstim device on (B)(6) 2014 due to hypertonicity of the bladder with interstim site pain. It was reported that patient underwent a da vinci total hysterectomy with bso, uterosacral ligament suspension, and cystoscopy on (B)(6) 2014 due to uterine prolapse, menometrorrhagia, and pelvic pain. (B)(4).